Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. Customer¿s blood glucose level was 213 mg/dl. Customer was unable to rewind the insulin pump. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with spi to motor pic communication error during rewinding due to jammed motor gearbox.